Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported. This product has not been returned. Additional information was received, this right ventricular (rv) lead had exhibited high capture thresholds. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned.